Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in this lot. Additional info has been requested and received. (B)(4).

Event description:
A surgeon reported that a pt had an intraocular lens (iol) exchanged ten years following iol implant surgery due to sub surface nano glistenings (ssng). The pt had reported loss of visual acuity prior to the exchange. Additional info received from the surgeon indicated that corneal clouding has been observed prior to the lens exchange. The surgeon could not conclude if the blurred vision was caused by the iol because of the corneal clouding. Following the iol exchange, the pt reported that the blurred vision was recovering.